Manufacturer narrative:
(B)(4). The long60 device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The device was tested for functionality with a test cartridge reload by reloading it into the device. The functional test demonstrated that the staples in the test cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device was used with the first reload with no issue. When loaded with the second reload ecr60d (properly placed), the device blocks and releases only one staple line (instead of three). Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. A photograph was returned and it is believed that this complication was potentially caused by the sled rails on the top side of the ecr60d staple cartridge contacting an internal staple cartridge structure with enough force to damage the top side inner sled rail enough to prevent the associated staple drivers from being lifted and deploying staples. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.